Event description:
The customer questioned a positive result of 0.23 ng/ml for the architect stat-troponin I assay generated from one patient sample. The patient was redrawn at another facility and a negative result of 0.00 was generated. The initial sample generated the positive result was then retested at the customer's lab and a negative result of 0.00 was generated. The customer's cut-off for positive troponin results is 0.02 ng/ml. However, the customer indicated that an unnecessary cardiac catheterization was performed due to the false positive result. No further impact or consequences to patient health was reported.

Manufacturer narrative:
(B)(4). Product evaluation was performed in order to investigate this issue. Review of ticket trending and lot search data for likely cause lot 71639un14 did not identify an increase in complaint activity for the issue under investigation. Accuracy testing was completed using retained kits of reagent lot 71639un14. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specifications. No malfunction was identified since the calibrator lot in use by the customer was expired and the issue involves a discreet sample. Retest of the original sample produced a negative result that matched the subsequent sample. The customer was referred to the specimen collection and preparation for analysis section of the architect stat troponin I package insert, which provides conditions that may cause erroneous results.